Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin shut off. Customer noticed the drive support cap is loose and protruded. The insulin pump alarmed during the prime process. The blood glucose reading was 150 mg/dl. Customer will treat blood glucose with manual injections. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. No blank display noted. Cracked display window, scratched lcd window and a cracked reservoir tube lip noted.